Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d1; d4; d9; g3; h2; h3; h4; h6. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a size 6 broach post broke during left hip surgery. There was minimal patient impact. It was removed in approximately 5 minutes and the case was completed without incident. There were no medical or surgical interventions, and no foreign body was retained. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - rasp. The product was returned and evaluated. Visual examination of the returned product identified that the broach cutting teeth were dull and worn. Flat surface around the etch showed indentations and gouge damage from previous uses. Post was confirmed fractured from the broach, and the post was not returned for review. No other damage was noted. Device age had an approximate field age of 4 years. Rasp length and curved tip were confirmed to meet product specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.